Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture. There was not greater than two seconds of asystole and there was no patient harm reported. Boston scientific technical services (ts) discussed programming. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).